Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue can most likely be excluded. Assays from different vendors can generate different values due to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient sample from the cobas e 801 module. The serial number was requested but was not provided. Sample from the patient was submitted for preliminary investigation and was tested on accuraseed, architect, and cobas e 801 analyzers. Refer to the medwatch with patient identifier (B)(4) for the tsh assay. The customer reported the results to a physician.